Event description:
As per medical records review, a tte following the procedure revealed a tavr with mild pvl. The aortic valve has a max av velocity of 2 .5 m/s, a mean gradient of 13. 7 mmhg, and an ava of 1.4 cm2. A 30-day tte revealed ejection fraction 60-65%. There is grade ii diastolic dysfunction and tavr with a moderate paravalvular leak with peak velocity of 2.7 m/s, mean gradient of 19mmhg, ava(vti) of l .2cm2, and a di of 0.36. There is also dilatation of the ascending aorta(4.lcm). The viv pre-op diagnosis stated the patient had severe aortic insufficiency.

Manufacturer narrative:
Upon further investigation, a redaction to this report is required. The new information indicates that pvl was the reason for explant less than a year post tavr procedure. Based on the information provided, a complaint does not need to be generated for this event. This was a commercial case, the thv valve was implanted in the aortic position, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event pvl is described in the labeling. Per procedure, the tvt registry is the source of information for these events.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Event description:
As reported by implant patient registry, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 7 months post tavr, the patient had the valve explanted for an unknown reason and replaced with an edwards surgical valve.